Manufacturer narrative:
(B)(4). Batch # p58v28. Investigation summary: the ec60a device was received for analysis with no visual non-conformances and with an ecr60b cartridge loaded in the device. The cartridge reload was received partially fired 1/16. Furthermore, the cartridge pan was noted to be partially detached from the cartridge. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight and articulated positions with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were note to have the proper b-formed shape. It should be noted that a 100% inspections take place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the device could not fire. During the single hole thoracoscopic lung surgery, when severing pulmonary segment, could not fire with ecr60b, and heard abnormal sound. Another device was used to complete the surgery. There were no adverse consequences to the patient.